Event description:
(B)(4). It was reported by the patient legal representative that the tdxsr-mcg-hd calf pad fell off, wedged under the front wheels of the unit, causing the chair to thrust forward, and the patient to falling face down unto the pavement. There is no additional information available, and if it is received, a supplemental report will be submitted to reflect it.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsr-mcg-hd, serial number/date code (B)(4) is approximately two years old. The owner's manual part number 1143190 rev. I (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male. However, his age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.